Event description:
It was initially reported that the patient experienced an inflammatory mass. The hcp indicated that the patient was "clinically stable". It was later reported that the patient was receiving only lioresal (500 mcg/ml; less than 100 mcg/day). It was later that a "small collection (less than a .3") at the tip of the catheter placed a approximately t10 on an MRI image. They are calling it a granuloma, but have not confirmed or denied what it actually is and seems to be some differing opinion". The patient experienced variability in spasticity and one side was looser than the other for 4-8 hours at one point; also periods of variability in spasticity and tone were noted. It was thought that the age of the pump may be contributing to variability in spasticity. The pump and catheter were replaced (B) (6) 2010. The reporter was unaware of any drug other than lioresal being administered via the pump.

Manufacturer narrative:
(B) (4).